Event description:
On (B)(6) 2019 I was admitted into the emergency room (ER) with heart racing, short of breath and dizziness. That was just the beginning of the down spiral of my health over the last 6 months. After 2 months of living with those symptoms on and off with no explanation of what was causing it I developed more symptoms except now they weren't coming and going they were consistent and so bad. Here are all the symptoms: fatigue it was hard to walk, headaches, brain fog, blurred vision, memory loss, heart racing constantly, can't catch breath, vertigo, ear pain, numbness in hands and feet, stiffness and soreness in joints, rib cage swelling and pain, and painful breasts. My quality of life was gone. I was bed ridden. I went to several drs / specialists exhausting testing, they acknowledged indeed my heart was racing and I looked as if I was dying. But none of the tests showed any definitive answers. No dr had an answer. Then I went to my gynecologist and he said I have breast implant illness, and he has been seeing this more and more. I explanted on (B)(6) 2019 with full enbloc. Since my explant my symptoms are going away one by one. Breast implant illness is real immediately. Upon removal we noticed my left breast implant had started yellowing and has a clearly visible substance or growth that has gotten inside the implant. When we got these we are told these are safe and nothing can get in or out of the shell, mine clearly shows that to be untrue. Breast implants are made of toxins and they are leeching in our bodies and poisoning us. It's time the FDA does something about this. We are told they are safe and clearly they aren't. Not enough trials have been performed on these and us women have been all your lab rats and thousands upon thousands of us are sick because of it. Thousands if not millions more don't know that their implants are what's making them sick. You need to tell them and warn against this. It is ruining women's lives and it's totally unacceptable. FDA safety report ID# (B)(4).